Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service unrelated to the complaint or service history. The database showed quality notifications were opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Revision and create a case for this ir: (B)(6) had a lvp8100 failed patient side occlusion test during pm. He has replaced patient side (lower) pressure sensor. I would like to step him through analog sensor test to confirm if it was an issue with the upper pressure sensor. He did not have the lvp with him at the time. I advised him to replace upper pressure sensor any way because most likely it will be defective upper pressure sensor. (B)(4). Lower pressure sensor has been replace. (B)(6) did not have the unit ready so we can perform analog sensor test. Advised (B)(6) to replace upper pressure sensor. If he still have the problem he will call back with the unit ready connected with asm to verify pressure sensors voltages.